Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device check, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. The daily measurements showed a gradual increase in the lv impedance measurements. Boston scientific technical services (ts) had a field representative try different lv lead configurations and an acceptable impedance measurement was obtained in one configuration. Everything else was fine. The clinic will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.